Event description:
It was reported the temp "ran high" during functional testing. No pt involvement or adverse consequences were alleged.

Manufacturer narrative:
Unit has not yet been returned to MFR for eval; f/u will be issued as necessary based upon investigation results.